Event description:
Jjpi rec'd user facility medwatch report #090000419990001 describing an event that involved 2 perforators and 3 holes. The perforator which is the subject of this medwatch report was reported to have failed to stop at dura and was removed manually. Refer to MFR report no 1219655-1999-00067 for info concerning the second perforator involved in this event.